Manufacturer narrative:
The insulin pump was received with constant software error due to software error. Analysis was unable to verify compromised force sensor system alarm due to software error. However, the insulin pump was received with slightly loose drive support disk. The insulin pump was received with broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was flush. The insulin pump was returned for analysis.